Event description:
Pt states cap is broken on back up pump and the one he is currently using may have issues as well. Two pumps are to be sent to replace the defective ones. No other info known. Sn (B)(4). The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 130 nkm, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.